Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that liquid did not drain into the cassette (tubing obstruction or occlusion) during vitrectomy surgery. The surgery was completed by replacing with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer should be reminded the directions-for-use state good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The returned sample inspection noted the administration manifold which is the pathway between the balanced salt solution bottle and the cassette had been cut by the customer to remove the spike/drip chamber from the tubing. A full evaluation for the reported malfunction could not be performed to confirm this event based on the returned condition of the product. Also, the infusion cannula which is part of the infusion flow path was not returned. Lab stock replacements were used to test the functionality of the cassette which met specifications during testing. No anomalies were observed during calibration and no occlusion was observed during infusion flow through the cassette. There was occlusions within the pathways of the cassette. The root cause of the customer's event could not be conclusively determined with the damaged sample that was returned. The customer cut off the spike/drip chamber which is part of the fluid pathway from the balanced salt solution bottle to the cassette. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).